Event description:
A pump alarm was heard; telemetry had not yet been performed. The patient was feeling pain around the pump and her back was having spasms. It was noted that the pump had previously stopped and the patient had been in to see the doctor in mid-april for a pump refill. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).